Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing difficulty charging of the ipg. The patient was experiencing pain and swelling after being charged. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing difficulty charging of the ipg. The patient was experiencing pain and swelling after being charged. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient did not undergo a revision. The swelling decreased after several weeks and the patient was able to charge. No further course of action at this time.